Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
The following tests were completed for 10 reference samples of lot 5376472: 1. Visual inspection as per (B)(4) packaging criteria (criterios de empaque) flex set/sample book of packing area flex set version 12. 10 samples visually inspected and no damages or bent.

Event description:
Unomedical reference number (B)(4). On 27-june-2024, it was reported that patient faced a ketoacidos episode due to adhesive plaster of tenderlink cannula. No further information was available.